Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 483 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 113 mg/dl. Customer blood glucose reading at the time of the incident was 483 mg/dl. Customer stated high blood glucose reading started on (B)(6) 2017. Customer did have symptoms. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with back-up plan. Customer drive support was normal. Customer changed the infusion set on (B)(6) 2017. Customer did not mention if the infusion set cannula was bent. Customer stated there was not air bubbles or leaks. Customer reported bolus wizard is programmed accurately. Customer did not troubleshoot high pressure test. Insulin pump will be returning for analysis.